Event description:
It was reported that the pt underwent a spinal procedure at l4/5 with mast using posterior fixation for spondylolisthesis and degenerative scoliosis. A rod on the left side was placed with rod inserter assembly. During the procedure, the rod could not go through the head of the screws properly under the image. A surgeon removed the screws. The procedure was completed with an open procedure. No other pt complications were reported.

Manufacturer narrative:
Device was not returned to MFR for eval. We are unable to determine the cause of the event; however, the suspected devices in use are lot # 519733 and # pts0929. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.